Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown product type programmer, patient product ID 97755 serial# (B)(6) product type recharger h3: analysis of the recharger found no anomalies were visually observed. Found no issues with finding or charging ins. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that pt believes remote or paddle for charging is not working properly. Pt reported they have contacted the manufacturer representative (rep) they met when they had the procedure done on (B)(6) 2024, and rep told pt they would put pt in contact with a local rep, but pt had not heard from anyone. Additional information was received from the patient. It was reported that the patient called back regarding the information documented in this case. The patient said that the recharger paddle was getting hot every now and then so they would have to stop recharging the ins and take the recharger paddle off. The manufacturer's patient services specialist (pss) reviewed recharger replacement with the patient. A replacement recharger was sent out. No patient symptoms were reported.